Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of "swelling on both cheeks that appeared recently", discomfort, and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: warnings ¿ injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions ¿ patients may experience late-onset adverse events with use of dermal fillers, including juvéderm vollure¿ xc. Refer to adverse events section for details. Adverse events per table 1: injection site responses by maximum severity in > 5% of subjects after initial treatment, possible injection site responses after injection with juvéderm vollure¿ xc include: firmness, swelling, tenderness to touch, lumps/bumps, redness, pain after injection, bruising, itching, and discoloration. Aes after initial/touch-up treatment occurring in = 5% of nlfs included injection site bruising, erythema, pain, discoloration, pruritus, reaction, and facial asymmetry. Postmarket surveillance juvéderm vollure¿ xc has been marketed outside the us since 2011 as juvéderm volift® with lidocaine. The following aes were received from postmarket surveillance on the use of juvéderm vollure¿ xc outside the united states and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. These aes, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, skin nodule, loss/lack of correction, hematoma, allergic reaction, necrosis, infection, flu-like symptoms, paresthesia, migration of device, abscess, drainage, herpes, malaise, headache, and anxiety. In addition, 1 report of blurry vision after injection in the periorbital area, 1 report of blurry vision after injection in an unspecified area, and 1 report of stroke after injections in an unspecified area with multiple dermal fillers were reported. In many cases the symptoms resolved without any treatment. Reported treatments for these events included the use of (in alphabetical order): analgesics, anesthetics, antibiotics, anti-allergy medications, antifungal, antihistamines, anti-inflammatory medications, antiviral, arnica, aspiration, drainage, hyaluronidase, ice, massage, nitrates, oral and topical corticosteroids, and warm compress. Outcomes for these reported adverse events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reported patient was injected to the cheeks (1.5ml right cheek and 1ml left cheek) with juvéderm® volift¿ with lidocaine. Approximately 8 months later patient developed swelling on cheeks, bilateral granuloma on cheeks, and a tumefaction on both cheeks. Patient consulted with dentist thinking it was a dental abscess, but that diagnosis was not retained. Patient saw an ent surgeon who ordered an echography and prescribed prednisolone. The echography showed ¿most likely a hyaluronic acid granuloma.¿ upon review with the injector, patient had two firm and painless mobile nodules by palpation. The injector notes having noticed a tumefaction present before injection on the right side low face near mandibula. After finishing the prednisolone prescription patient developed increase in the size of the nodules with heat and swelling. Patient had additionally taken esomeprazole during the treatment with prednisolone. Patient was reviewed with well-defined firm bilateral nodules of the cheeks that are larger than the previous visit. Patient was advised to continue taking prednisolone along with esomeprazole. Symptoms reduced after restarting prednisolone with no more swelling nor discomfort on the cheek, but continued to feel some nodules to the touch. Patient was additionally prescribed ebastine. After a few weeks patient has no more visual swelling or nodules, but palpable nodules are observed on both sides. Another echography was performed showing ¿granuloma-like nodules.¿ patient was advised to continue with corticoids and discontinue the ebastine. Another echography is planned. Patient was taking irbesartan (for high blood pressure) and pantoprazole (for gastritis and gastroesophageal reflux) at the time of injection.